Event description:
Tip of catheter broke off.

Manufacturer narrative:
Reporter reported that the catheter was broken during procedure and distal part of the catheter remains in the pt. Additional details were not received.